Manufacturer narrative:
The customer¿s products have been requested for return. The customer had no remaining test strips. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The meter result was 3.9 inr and the laboratory result within 15 minutes was 2.7 inr. The customer was advised to skip a dose of warfarin based on the meter results. The customer possibly used the same finger for multiple testing attempts. The therapeutic range was 2.0-3.0 inr.